Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported one (B)(6) for dat test with polyspecific gel card lot#072419005-01 exp 05.05.20 for a patient with autoimmune hemolytic anemia. Relevant information: - issue started on:01.28.20 reported(B)(6) 2020. - reaction grade obtained: (B)(6). - customer was expecting: (B)(6). - test repeated: yes. - method/result obtained by repeating: same (B)(6). - number of samples affected? One. - was qc affected? No. - was any expired product used? No. - when was the last successful qc run? 01.28.2020. - qc material c3d cell control and coombs control cells from a competitor. Patient clinical history: - patient's diagnosis: male (B)(6) with autoimmune hemolytic anemia. - list of medications: not reported. - transfusion history: no transfusion history reported. Product handling protocol: - cassette/gel card storage temperature range: as per IFU's. - cassette/gel card orientation: upright. - visual appearance before use: normal. Actions already performed by customer: customer did repeat test in poly dat with a competitor's reagent and got a (B)(6). Troubleshooting steps performed by tsc: customer reported to have a different lot of poly gel cards that they will repeat testing with the new lot of gel cards. Next action for customer: customer requesting replacement of one sleeve left they have from this product. Customer called back and reported that switching to a different lot of gel cards gave the same false negative reaction. ((B)(4)).